Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error while trying to deliver a bolus and the buttons were not responding. It was stated that the customer was sweating from a hockey game. Blood glucose value is 301 mg/dl; treating with manual injections. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly during our testing. However, found moisture damage to the keypad traces during visual inspection. No button error alarm during testing. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.